Event description:
Phlebotomist went to activate the safety lok blood collection set and reported to hear the audible click that the safety shield retracted. Account reported sharp was still exposed and user stuck themselves.